Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax, reference number (B)(4), lot number huzj0306 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of 3dmax patient was diagnosed with bowel obstruction and adhesions thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for repair of an inguinal hernia. A bard/davol 3dmax, reference number 0115311, lot number huzj0306 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax meshes (device #1 & #2). Per operative notes, ¿the hernia defect was found in the bilateral inguinal region. The hernia sac was reduced and dissected off the peritoneum of cord to the level of umbilicus. A large piece of 3dmax mesh was placed into the abdomen and tacked it to the pubic tubercle anteriorly. This procedure was repeated for both sides.¿ on (B)(6) 2017 - patient was diagnosed with small bowel obstruction thereby underwent laparoscopic converted to open repair. Per operative notes, ¿noted peritoneal defect overlying the left inguinal mesh (device #1) which small bowel was adherent to the mesh with appear to partial obstruction. Attempts were made to release bowel from the mesh, ultimately bowel could not visualize so an incision was made. The bowel was shaved off the mesh. Two pieces of intercede was placed over the exposed mesh and small bowel beneath the fascial closure.¿ attorney alleges that the patient had bowel obstruction, adhesions, pain and emotional injuries.